Manufacturer narrative:
Correction on initial report: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00792 for MDR reporting.

Manufacturer narrative:
Concomitant product(s): non-cfn secondary set; non-cfn bag access; 500ml b. Braun bag ndc 0264-7800-10, lot j6p163, exp 5/2019, etoposide (vepesid) in 0.9% nacl; 250ml b.braun bag, ndc 0264-7800-20, lot j5n172, exp 10/2017, 0.9% nacl injection; bbraun secondary tubing, therapy date (B)(6) 2017. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. The affected concomitant product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the etoposide infusion was supposed to be completed, there was fluid remaining in the bag. The pump never switched from secondary to primary and the pump was alarming for "air in line". Inside the chamber were large air bubbles. There is no report of patient harm.